Event description:
The patient reported to philips that while using the dreamstation 2, the heated hose was very hot. Patient states he did not have the device turned on when he noticed temperature. Patient states it did not run for 15 hours. Touched where connects to CPAP and it sparked. On/off switch was very warm. Patient changed out the hose thinking it was the hose. Smells of burnt electrical. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.